Event description:
It was reported that the contact received multiple temperature alarms and the pump was noticeably warm while it was charging. There was no pt involvement.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.